Manufacturer narrative:
Batch review performed on 19 february 2024. Lot 2108768: (B)(4) items manufactured and released on 12-nov-2021. Expiration date: 2026-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 2 months after the primary, revision surgery due to stem loosening. Stem and head successfully revised.